Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient that the patient presented in clinic experiencing intermittent loss of ventricular capture which resulted in symptoms of presyncope. Upon interrogation the intermittent loss of ventricular capture with outputs were reprogrammed with low impedance. The right ventricular lead was capped and replaced successfully on (B)(6) 2017.

Manufacturer narrative:
Should be no rather than yes "this report is to retract report 2017865-2017-04188 submitted on jun 13, 2017. This report was erroneously submitted. Previously submitted information should be superseded to not applicable and null fields."